Event description:
It was reported that the patients spinal cord stimulator (scs) system was no longer providing adequate pain relief. The patient underwent a scs explant procedure. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 17084643/17084643.